Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded an extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding unspecified higher glucose sensor scan values while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced excessive sweating and weak legs, and was admitted to the hospital where they were provided an "infusion method to input drugs to protect peripheral nerves" for treatment. A follow-up on (B)(6) 2022 sensor scan of 10.3 mmol/l was compared to a hcp glucose test of 7.6 mmol/l, and the customer was discharged on (B)(6) 2022. No further information was provided. There was no report of death or permanent injury associated with this event.